Event description:
It was reported that the customer went to the emergency room (ER) with a high blood glucose (bg) level; exact value unknown. The customer attempted to address bg by delivering bolus' with the pump. At the ER, the customer was disconnected from their pump and treated with insulin with a pen to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. A system check was later performed, and an occlusion was discovered to be the cause of the adverse event. Technical support educated the customer's guardian on how to address occlusion alarms in the future. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.